Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/14/2016. (B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and sui. It was reported that patient underwent extensive lysis of adhesions, robotic-assisted laparoscopic partial cystectomy, robotic ¿ assisted laparascopic partial vaginectomy, cystoscopy, bilateral ureteral catheter placement and foley catheter placement on (B)(6) 2013 due to gross hematuria with mesh erosion into the bladder from previous mesh repair. No additional information was provided.